Event description:
As reported, approximately 2 years and 3 months post-implantation of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the 29 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years, 3 months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 valve, the sapien 3 valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for was unable to be confirmed due to unavailability of returned device, relevant imagery, and/or medical records. A review of the device history records did not provide any indication that a manufacturing non-conformance contributed to the complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, IFU, us and no IFU/training deficiencies were identified. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the reason for explanting the valve approximately 2 years, 3 months post implantation of a 29mm sapien 3 valve in the aortic position is unknown at this time, but there is no allegation or indication that a device malfunction contributed to the reported event. It is possible that the event was related to patient factors and co-morbidities. However, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.